Manufacturer narrative:
Evaluation results: (root cause remains undetermined. The device was inspected prior to use with no issues noted). Evaluation conclusion: (root cause remains undetermined. The device was inspected prior to use with no issues noted). (B)(4).

Event description:
During the procedure physician used complete se iliac device to treat moderately calcified and severely tortuous lesion that exhibited 50% of stenosis. Lesion location - lower extremity artery. The lesion was pre dilated once for 30 sec at 7-8atm. The level of stenosis was not significantly changed after pre dilatation. Stent fracture is reported which was noted by the physician during the procedure, while the stent was deployed. The device was inspected prior use without any abnormalities noted. Friction is reported between the sc8100lg device and guidewire and guidecatheter. No resistance was encountered at the lesion. The device did not pass through a previously deployed stent in the treated location. No resistance during the device removal. When the physician noticed the stent fracture he used a new device (same size), implanted the device in order to overlap the original stent. Both stents remain in the patient. No other clinical sequelae reported. Evaluation summary: the stent remains deployed in the vessel and is not available for analysis, the complete se delivery system was returned. No further damage was noted to the device.